Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
Additional information: b1 - reported as product problem - updated to adverse event. B2 - update to required intervention to prevent permanent impairment/damage. B5 - reported as remains implanted. Lens removed and exchanged for a longer length lens on (B)(6) 2020. Resolved the problem. D6b - updated to (B)(6) 2020. H6 - health effect reported as 2199, updated to 4629 (exchange). Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -11.50/4.5/112 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2015. Low vault with rotation was observed. Lens remains implanted. Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.